Event description:
It was reported that the patient underwent a l4-5 spinal fusion procedure using rhbmp-2/acs with a narrow slim line anterior cage with sponge. Post operatively, patient developed a lot of pain and there are some days where she is incapable of walking. Patient also has trouble sleeping. The patient followed up with surgeon for 6 months and was sent to pain management therapy. Patient stated that subsequently she has had two additional surgeries that reportedly "were 'irrelevant' to her 2004 surgery." Patient reports that her physicians have told her that her fusion "looks good" but that she believes "they do not know what they are talking about".

Event description:
It was reported that on: (B)(6) 2004: patient underwent fusion procedure where rh-bmp2/acs was implanted in patient. Per op notes, the bmp sponges along with surgical were packed into l5-s1 area.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.